Manufacturer narrative:
The complaint number corresponding to this medwatch is cmp-(B)(4). Concomitant medical products - 103205 taperloc por fmrl 237190, 139256 m2a-magnum 42-50 tpr 835440, us157854 m2a-magnum pf cup 124580 & 157448 m2a-magnum mod hd 025010. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04958, 0001825034-2017-04959, 0001825034-2017-04961.

Event description:
It was reported by the patient's legal counsel that the patient underwent a revision ten years post-implantation due to pain, metallosis and mechanical loosening.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Review of op notes confirm the patient was revised due to acetabular component loosening. The cup and liner were removed and replaced. The femoral component was well fixed.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.